Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The drive wire is securely attached to the handle and moves in and out of the sheath freely when coiled in three (3), approximately eight (8) inch loops. There was no resistance observed that would have hindered complete retraction of the drive wire to hold the hook of the drive wire against the distal end of the deployment catheter after clip deployment and during removal of the endoscope. A close visual inspection of the drive wire hook did not show any abnormalities. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position, or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope." This process ensures the hook at the distal end of the drive wire is pulled against the deployment catheter thus preventing it from catching on the endoscope. This process would also help prevent inadvertent contact of the hook end of the drive wire with tissue. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The clip would not detach from the catheter. After maneuvering the drive wire and deploying the clip to the intended target site, the hook got stuck in the mucosa of the patient. Note: the district manager acknowledged that the hook should not be exposed once the clip is placed; however, the drive wire had to be maneuvered due to the difficulty with deploying the clip.